Event description:
It was reported that the patients lead had high impedance. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device will not be return per facility.